Event description:
During insertion of a percutaneous introducer to prepare for swan ganz catheterization, the tip of the introducer became separated and lodged in the patient's neck. Surgery consult was immediately obtained and due to the patient's condition, surgery was not performed. The patient expired approximately one hour and fifteen minutes later. Last x-ray showed tip of introducer still lodged in patient's neck. The distal end of the introducer was retained for investigationdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, none or unknown. Invalid data - on device destroyed/disposed of status.